Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the patient report the active electrode migrated partially outside of the cochlea. Additionally, an incomplete insertion was achieved during implantation surgery with one channel left out of cochlea. Investigation results go well in line with the description in the recipient report. This is a final report.

Event description:
The recipient never performed as well with the concerned device as with the contralateral side. In addition to the poor sound quality the recipient later reported a tinny sound quality. CT scan showed multiple channels outside of the cochlea. Per implant registration card, 1 channel was left extra-cochlear at implantation when resistance was met. The user was successfully re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient never performed as well with the concerned device as with the contralateral side. Now, in addition to the poor sound quality the recipient reports a tinny sound quality. CT scan shows multiple channels outside of the cochlea.